Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the device was damaged in a car accident on (B)(6) 2013 and the patient had to have it removed. After the accident, stimulation was painful, shocked/jolted, and it was not relieving pain anymore. There was overstimulation and a return of symptoms. The stimulation was unbearable even with turning it down. It was turned down low to keep the sensation from happening, but that did not resolve it either. Several adjustments were made, but with no resolution to the symptoms. By the time it was removed, the battery died because the patient had stopped charging it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.